Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Investigation: a visual inspection of the screw was made. We measured the rest of the thread-body (8,5mm) and compared the value with the specification according the construction drawing (25mm). We found that 16.5mm of the thread body are missing. In the next step we made a microscopic investigation of the fracture surface. Her we found the typically patter of a fatigue fracture with brittle residual forced fracture. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. There is one further complaints with this lot and this at hand. Conclusion and root cause: the root cause for the problem is most probable usage and/or patient related. Rationale: without further knowledge about the circumstances, we assume, that the breakage of the screw was caused by a handling failure of the surgeon (wrong size of the screw) or by patient related issues like delayed fusion of the bones or extreme physical burdens. The fracture surface shows a fatigue fracture with brittle residual forced fracture, the typically fracture caused by continuous high oscillating loading (delayed fusion of the bones). The IFU considered this issues and risks. According to the quality standard and the DHR files material failure or a manufacturing error can be excluded. No CAPA necessary.

Event description:
It was reported an animal who received spinal surgery (B)(6) 2017 was in pain 3 years post operatively. An x-ray was taken which confirmed a fracture of a screw (s4 polyaxial screw 4.5x25mm). A surgical revision was necessary. No additional information was provided.